Event description:
Account manager on behalf of a physician reported that, following intraocular lens (iol) implantation, the patient had a surprise outcome with the implant. Additional information was received by the physician that, the patient had excessive astigmatism post op, higher than expected myopia and also mild movement from planned axis. The implant has been exchanged in secondary procedure with the same power and toricity.

Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).